Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occured in the united arab emirates. The patient was admitted to the emergency room (ER) on the evening of (B)(6) 2025, due to high blood glucose (bg). The hospital stay lasted one day. The blood glucose levels were above 600 mg/dl. Patient reported symptoms of dizziness and frequent urination. Patient had ketones of +2. Treatment was given via manual insulin injections. No further information available.